Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose was unknown mg/dl. The battery indicator does show less than 2 bars. The customer was advised to clean battery cap with a dry cotton swab. The customer was instructed to insert new battery. The customer was advised that we will ship a replacement battery cap. The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was unknown mg/dl. The customer was advised to insert new aaa alkaline battery. The customer was advised to ensure the battery is securely fastened. The customer stated that she is at work and she change the battery this morning. The customer was advised to monitor the insulin pump. The customer was advised that we will ship a replacement battery cap.